Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a tortuous and calcified coronary artery. A 2.25x12mm synergy ii drug-eluting stent was advanced to treat the lesion. However, upon pushing the stent delivery system (sds), the shaft broke approximately 4-5cm outside the co-pilot valve. The entire device was removed from the patient without any additional procedure or devices. The procedure was completed with another stent using a normal stenting procedure. No patient complications were reported.